Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown. The customer was swimming with the insulin pump and now the display was blank. The troubleshooting was performed and the display was not returned. The customer was now on a infusion in the hospital, she cannot leave the hospital. The insulin pump will be returned for analysis.